Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a second knee revision surgery on (B)(6) 2017. The first revision surgery is dated (B)(6) 2015. This revision surgery occurred because of anterior knee pain. During the revision, the original size 1 x 16mm insert and retaining bolt were revised to size 1 x 18mm insert and retaining bolt. During the surgery, a patellar component was also added as a crepitus was found on the patella.